Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as unidentified (tear) opening. (Shell thickness within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed creases on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture and encapsulated implant with baker grade IV. Device explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV. Visual analysis: device photograph(s) for the device related to the reported event of rupture and capsular contracture reviewed on (B)(6) 2023. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device but observed biological tissue next to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported a left side rupture and encapsulated implant with baker grade IV. Device explanted and replaced.